Event description:
It was reported through a social media post that the patient with this implantable neurostimulator (ins) stated having undergone implantation of three devices, two of which were subsequently explanted due to lack of therapeutic benefit. This complaint pertains to one of the explanted devices. No patient complications were reported.

Manufacturer narrative:
Medwatch number: mw5189873. Block d2b: additional pro code: qon. Block e1, e2, e3: initial reporter information was not provided in the user facility report. Block g4: PMA number: p190006.